Manufacturer narrative:
On july 8, 2021, mentor received the following additional information: the date of event was on (B)(6), 2003, the patient's age at the time was 30, patient's ethnicity is not hispanic/latino, race is white, and the suspect medical device was a 325cc mentor siltex round moderate profile saline (catalog: 3542650 lot: 262605). A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone breast augmentation revision with an unspecified mentor saline implant on the right breast, suffered spontaneous right breast implant deflation, post-procedure. The deflation was diagnosed via physical examination. As a result, the patient underwent implant explantation and replacement with a mentor saline implant on (B)(6) 2003.